Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, side bail cover, and ring cover are broken. Analysis also found the battery release, heart block, lead flex cover, heart wire contacts and battery drawer are contaminated. Ventricular output connector is loose. Battery contacts are compressed. Lcd (liquid crystal display) screw is missing. Keyboard is scratched. Serial number label is torn. Lcd display is missing pixels. Main pcb (printed circuit board) assembly is out of electrical specification. Battery drawer o-ring is missing. Encoder flex is customer damaged. Silicone is missing from some of the lcd display connectors. (B)(4).

Event description:
It was reported the device was returned for repair. Followup information received indicates the device has physical damage. Biomed was not able to provide any more information on the damage concerning this device. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.